Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The 14 fr sheath started leaking between the orange circle and white wing. The bleeding resolved with removal of companion sheath. New access was obtained with companion sheath with no issue. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation of access site bleeding and difficulty inserting/removing introducer has been completed. A 14 fr x 25 cm introducer and dilator were returned for investigation. No visual damage was noted on the returned product. The introducer was tested for pressure leak testing with an inserted 8 fr dilator, and it was found that the leak was from a damaged valve at 120 mmhg pressure. No leak was observed at 180 mmhg without the placement of the 8 fr test dilator. The type of damage was visualized, and it seems that the damage was caused during the use of the introducer. According to the clinical notes, bleeding was reported from the valve, and it was resolved after removing the companion sheath. Additionally, the doctor had trouble accessing the right femoral artery (rfa) due to the patient's condition of peripheral vascular disease (pvd). Left femoral artery (lfa) access was successful after angioplasty of the calcified point. The cause of the difficulty inserting/removing introducer issue was most likely patient condition related to diseased vessels. The cause of the access site bleeding issue was a damaged valve, which is most likely related to use of the device, based on returned product investigation. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-27379 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-27379 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-27379 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-27379. D10 added pump information since the initial manufacturer device report number 1220648-2025-27379 was submitted in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2025-27379 in accordance with updated procedures.